Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, explanted: product type lead.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient's lead was broken. The patient stated a manufacturer's representative (rep) has reprogrammed around the break. No symptoms were reported. Patient was implanted for failed back surgery syndrome.